Event description:
It was reported that during a cryo ablation procedure, following cryo ablation of the right superior pulmonary vein (rspv), changes were noted in the central venous pressure as well as blood pressure. Pericardial effusion was present, which progressed to cardiac tamponade. Pericardiocentesis was performed and the patient was transported to the operating room for surgical repair. The effusion appeared to be in the left atrial appendage and a clip was placed to stop the bleeding. The cryo case was aborted while the patient was under general anesthesia and the patient status is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient recovered with no impairment and was discharged three days later.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files showed that inflations could not be sustained at many injections with the balloon catheter. A clinical issue (pericardial effusion and tamponade) was encountered during the procedure. In conclusion, the reported issue was not confirmed through testing and data analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.